Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material remained at the distal end and objective (ob)-lens glue for the device was returned to olympus without reprocessing at the user facility. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: switch box has a scratch, cover of light guide bundle is damaged, distal end is shaved, distal end has residual liquid, and adhesive around objective lens has discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The evis exera iii duodenovideoscope was returned with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that there was a brownish foreign material at the distal end and objective lens adhesive. The report is being submitted due to foreign material in the scope found during evaluation.